Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
The customer reported that she received a compromised force sensor system alarm during priming. The customer stated that the insulin pump was not bumped or dropped prior to the alarm occurring. Blood glucose level was 277 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.